Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels ranging between 50-60 mg/dl. Bg cause was not known. Suspected cause was due to increased physical activity. Customer addressed bg by consuming carbohydrates and adjusted basal rates according to healthcare provider instructions. Recommendation was made to consult with a healthcare provider to discuss diabetes management.